Event description:
During routine testing of the device at the service center, the service technician reported the rear housing cover of the monitor was broken. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no pt involvement during this event.